Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to customer over the past 3 months. A companion sample from one of the identified lots was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. When he opened the cassette door he found fluid leaking. The pt was advised to contact his pd nurse. The set was not made available for eval. During follow up, the pt reported that his effluent has remained clear and that he was not prescribed any antibiotics. No adverse event reported at this time.